Event description:
The customer's mother reported via phone call that her blood glucose level was 400 mg/dl. She treated her high blood glucose level with a manual injection. While troubleshooting for a possible prime and fill anomaly, the customer's mother reported that she could not get insulin through. The customer's mother changed the reservoir and was able to prime. She saw drops of insulin exit the tubing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.